Event description:
A call to technical services was made on (B)(6) 2013 stating that the device beeped for lv lead impedance. Patient was pacing and thresholds were good. The x-rays looked fine so the physician wanted to turn off beeper for alert for lv impedance. This lead was implanted on (B)(6) 2013 and is still in active use. The physician was dr. (B)(6) at (B)(6) healthcare in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).